Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. Additional observation related to the reported complaint included the instrument also had charring and/or localized melting on the inner surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was placed in the in-house system and the energy was delivered but dispersed at the exposed electrodes and not at the tips as required.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument did not energize after the 7th use. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not identify thermal damage during the last use. The patient did not experience any injury or adverse event during or after the surgery.